Manufacturer narrative:
A medtronic representative went to the site to test the equipment on 21 march 2017. The representative was unable to replicate the reported issue. The representative found that the connections on the uninterruptible power supply (ups) appeared to be loose and the connections were secured. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a spinal fusion, the viewing station of the imaging system monitor would intermittently go black. The site was able to perform image acquisition and transfer the image to the navigation system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.